Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/19/2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that there was a battery compartment crack. The reporter stated that the patient had a blood glucose (bg) of 18mmol/l with nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reported bg does not meet the animas criteria of a serious adverse event. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: returned battery cap is able to fully tighten to the pump. The pump was successfully run the pump on a 24-hr basal program with no intermittent power/reboot occurrences. Unable to duplicate complaint of intermittent power during investigation. All battery cap contact heights are within specifications. Rust/corrosion in battery compartment/on underside of battery cap; leak test failed due to battery compartment leak. Battery compartment crack at the threads to the left of the bumper and below the bumper traveling toward the case seal. Observed three por events in the bb history on the date of the complaint; two of the three por's occurred following a replace battery or pump not primed alarm. Opened pump; no further evidence of moisture internally. No damage to power circuit observed. Crack between case seal and keypad cover; crack between case seal and display lens corner. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).